Event description:
(B)(4). Severe headaches, migraines, throwing up, had my gallbladder removed and then was diagnosed with diverticulitis, have had severe menstrual cycle, excessive bleeding and clots, diagnosed with chronic fatigue syndrome. I also have severe mood swings, crying and depressed, plantar fascitis,heel spur, nausea, severe bloating, dry brittle hair, unexplained rashes and acne.